Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received on 05/26/2016, which indicated that post procedure, a transesophageal echocardiogram was performed and noted the pericardial effusion. The patient rapidly became tachycardic and blood pressure decreased. Pericardiocentesis was performed. The patient died on (B)(6) 2016 as a result of intracranial hemorrhage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: steerable guide catheter. Other implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for pericardial effusion, requiring intervention. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure to treat mixed etiology mitral regurgitation. Challenging patient anatomy included dilated annulus and a posterior 2 prolapse with flail. Two transseptal punctures were required due to the challenging patient anatomy. Two mitraclips were implanted and the mitral regurgitation (mr) was reduced from grade 4 to 3. After the mitraclip procedure was completed, pericardial fluid was detected and pericardiocentesis was performed. Additionally, the patient required a transfusion. One day post procedure, the patient was extubated, medication was administered, there were no neurological deficits and no clear bleeding source. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of death, arrhythmia, intracranial hemorrhage, hypotension and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director. Based on the information available, a pericardial effusion was noted immediately following the procedure and a contribution of the device cannot be excluded regarding this particular event; however, the onset of an intracranial hemorrhage pleads for the presence of a coagulation disorder. There is no link between the mitraclip and the intracranial hemorrhage. The death is most likely unrelated to the device and likely related to the cerebral complication of unknown origin. Based on the information reviewed, a definitive cause for the reported pericardial effusion and intracranial hemorrhage cannot be determined. The pericardial effusion likely resulted in the reported patient effects of arrhythmia and hypotension. The death was a result of the intracranial hemorrhage. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.